Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had scratches on the screen and harder to read the display. Customer¿s blood glucose was unknown at the time of incident. Customer stated that insulin pump louder during rewind and shooting insulin during prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no scratches on lcd display window corners noted. However missing end cap sticker noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, self test and occlusion test. No missing segments or anomaly noted during testing.